Event description:
The sponge inside the biopsy cap came out and was stuck in the biopsy channel of the scope. We did not know at the time, but the spy scope would not pass thru the biopsy channel and had to switch scopes. Once the procedure was over with, we figured out what happened. This caused a delay in the procedure.